Event description:
Cradle was "frozen" and not rotating. Upon further inspection, noted pin was frayed and broken inside. As noted prior - similar failure occurred in facility on hoyer with scale on (B)(6) 2019 with device purchased in 2018.